Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD implanted: (B)(6) 2011; 6940-52 lead p010231v implanted: (B)(6) 1999. (B)(4).